Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported frozen, blank screen, damage to the battery tube threads, and the battery compartment, battery cap damaged, and the metal contact in the battery cap was missing/damaged. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed, and damage was affecting/impacting pump functionality. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump. Mmt-1884 was requested and customer response was the device will be returned.

Manufacturer narrative:
Pump was received with a missing battery cap contact. The pump passed the active current test, sleep current test and self test. No blank display or frozen screen noted during testing. Successfully downloaded history files and traces using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during testing. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. The p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: battery tube threads - cracked and cracked case (battery tube). Missing battery cap contact and battery cap damages were confirmed. Cosmetic damages confirmed at the battery tube threads and battery tube side. Blank display was not observed during analysis and passed all required testing. Blank display and frozen screen were not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.